Event description:
I had lasik surgery in my right eye and radial keratotomy in my left eye. I am going blind in my right eye and have problems with night vision, extreme blurry eyes and dry eyes. I tried using contacts and had a sudden extreme pain on my right eye so I cannot wear contacts at all. Also I cannot use glasses because I am farsighted from one eye and nearsighted from the other. I have tried using glasses and I get headaches because I cannot use the glasses.